Event description:
Patient presented to the physician with no tongue motion when using therapy. Physician brought the patient into the or for a suspected infection and determined the stimulation lead had been severed. Physician removed a majority of the stimulation lead, performed a wound washout procedure, closed the incisions, and prescribed antibiotics after the procedure.